Manufacturer narrative:
The suspect device is not expected to return for evaluation. The root cause is unknown and the complaint is unconfirmed. Because the lot number was not provided a search of the device history record and complaint database could not be performed.

Event description:
During withdrawal of the guidewire, the tip of the wire detached and remained in the vessel. The tip was retrieved with a snare through femoral access. This did not cause a delay in the scheduled heart procedure. No injury to the patient was reported.